Manufacturer narrative:
It was reported that the subject device was not fused within the disc space and pseudarthrosis was present. There was a revision surgery (B)(6) 2018, which the customer reported was to add additional screws to the surgical site to obtain fixation. The surgeon kept the subject device implanted in the patient, which makes it unlikely the subject device was the cause of the non-union. A titan spine product manager reviewed the films and observed no issues with the subject device, or how it was implanted. The DHR for the subject device was reviewed, and the subject device was found to be conforming to specifications upon initial release.

Event description:
The customer reported there was a non-fusion with the subject device, and psuedarthrosis was present after 9 months.

Manufacturer narrative:
It was reported that the subject device was not fused within the disc space and pseudarthrosis was present. There was a revision surgery (B)(6) 2018, which the customer reported was to add additional screws to the surgical site to obtain fixation. The surgeon kept the subject device implanted in the patient, which makes it unlikely the subject device was the cause of the non-union. The DHR for the subject device was reviewed, and the subject device was found to be conforming to specifications upon initial release.

Event description:
The customer reported there was a non-fusion with the subject device, and pseudarthrosis was present after 9 months.